Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument failed to rotate when it was inside the patient's body. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, and the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did scale appropriately to the instrument. The instrument did not move in the intended direction. The timing of instrument movement was not appropriate. No shakiness or friction was experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions and the issue was persistent. The device was inspected prior to use and no damage was observed. It was confirmed that there was no patient harm due to the alleged product issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissor (mcs) instrument associated with this complaint and completed investigations. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtms), however the grips moved in the opposite direction. This behavior was observed in the yaw direction and presented on out of 3 installs. The plastic housing was removed, and during the visual inspection, the pitch cable was found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
Refer to h11 for follow-up information.